Event description:
It was reported that during a mitral valve repair procedure, the surgeon was unable to deliver antigrade cardioplegia with the catheter. The catheter was removed and another was used to complete the case. There were no adverse pt consequences as a result.

Manufacturer narrative:
Conclusion: the product upon with this medwatch is based has been received, however, the product eval is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.